Event description:
It was reported that during and following a stenting treatment procedure, stent deformation and stent thrombosis occurred. The patient presented emergently with a myocardial infarction and left ventricular dysfunction. There was a total occlusion located in the tortuous proximal left anterior descending artery. A 2.5x8.0mm ion stent was advanced and deployed. Then the physician decided to place another stent distally in the vessel, however the stent "got hung up on the 1st stent" and a small amount of shortening occurred. "At this point the lumen looked open and the result was acceptable. It was apparent that the stemi had caused significant damage to the left ventricle". The patient was discharged but returned two days later with thrombosis. The patient status is unknown.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).